Event description:
It was reported that during implant the left ventricular (lv) lead had marginal thresholds but it was left in use as there were no better targets for placement. After the pocket was closed lv capture was higher and significant diaphragmatic stimulation was noted. The best configuration was programmed. The thresholds will be monitored and possible atrio-ventricular node ablation may be considered if it does not improve. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.